Event description:
Facility reported that 3 hours into the treatment there was a blood leak alarm. The treatment was stopped, the system was changed and the treatment was reinitiated with a new system and completed without further incident. Estimated blood loss 250cc. Hematocrit on 8/9 was 35.6%, on 8/14/ was 33.0% and on 8/21/was 31.7%. The sample is available for evaluation.